Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. 1 open pack received only with 8 used needles (none of them is attached to a thread). Needle attachment too strong complaint: only used samples, only needles have been received. Without closed samples and/or defective samples a proper analysis cannot be performed. For needle broken complaint: out of the 8 used needles, 1 had the tip broken, as can be seen in the attached pictures. The needle is missing 2.2 mm approximately of the needle tip. On returned used needles, we observed deep marks on the body, suggesting that the doctor may have used a strong needle holder to manipulate the needle. We found a twist mark near the breakage area for the needle with broken tip, possibly due to rotation during manipulation with the needle holder: we conducted laboratory tests and consistently observed the same broken tip when applying a rotational force to the area. After analysis the broken needle and made some test on laboratory, we can suppose that the breakage was caused by improper handling of the tip with a needle holder. Please note that in the instructions for use of the product in precautions it is stated: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences but not related to this issue and the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. Moreover, needle bending strength of the needles before releasing the product were 7.938, 8.013 and 8.357 nxcm and fulfilled the needle specifications for needle bending strength of 7.2 nxcm in minimum. Conclusion root cause analysis: regarding needle attachment too hard complaint, it has not been possible to determine the root cause because samples have not been received. Regarding needle broken complaint, the root cause has been determined a wrong handling from the user. Final conclusion: despite receiving a defective sample, it has been confirmed that the defect was caused by wrong handling of the suture by the user. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 114 units. There are no units in stock in b. Braun surgical's warehouse. We have received 44 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples analyzed are 0.680 kgf in minimum and 0.972 kgf in maximum and fulfil b. Braun surgical (bbs) requirements: 0.225<xi<1.100 kgf. (Were checked with a total of 13 sutures, according to iso 2859/1 level I) 20 pouches were used to test the needle bending strength, a total of 20 needles have been tested. -needle bending strength results of the closed samples received are 8.004 nxcm in minimum and fulfill the needle specifications for needle bending strength of 7.2 nxcm in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences but not related to this issue and the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. Moreover, needle bending strength of the needles before releasing the product were 7.938, 8.013 and 8.357 nxcm and fulfilled the needle specifications for needle bending strength of 7.2 nxcm in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply by usp/ep and bbs requirements for needle attachment strength and for needle bending strength. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that when surgeon takes off the needles from the strands, the needles were not detached. While surgeon try to take off the needles from the strands, the tips of needles were broken. Additional information has not been provided.